Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risk - failure - frame damage" was unable to be confirmed. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Per case follow up, "the delivery system was at the distal 3rd of the sheath shaft when the resistance was noted. The valve did not leave the tip of the esheath." It is likely that high push force was used in attempts to overcome the experienced resistance, leading to strut damage. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. No further engineering evaluation is required at this time. Control limits are managed and assessed through established procedures. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position. During the procedure, the valve (prepped in normal fashion) would not advance to the descending aorta. The valve became lodged in the sheath while trying to advance into the common iliac and was then unable to be removed. The physician performed a cut down followed by right femoral artery repair. The sheath was found torn in several areas upon removal. As per follow-up with fcs, there were no abnormalities noted with the sheath. The expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. The delivery system was at the distal 3rd of the sheath shaft when the resistance was noted. The valve did not leave the tip of the esheath; however, the physician pulled the sheath back in an attempt advance. Once the system was removed, it was noticed that one of the struts appeared bent on the valve and the sheath was also damaged. There was no damage to the delivery system. The delivery system and sheath were stuck and damaged the femoral artery so the physicians had to cut down and repair.

Manufacturer narrative:
Investigation is ongoing.